Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 94 retained samples were visually inspected, with no issues being identified. No difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (erroneous results-hemoglobin) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (hemoglobin). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, erroneous results-(low hemoglobin) was seen in one (1) sample. The patient was transported to the ER where a second test was run on a new sample and results were normal. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, erroneous results-(low hemoglobin) was seen in one (1) sample. The patient was transported to the ER where a second test was run on a new sample and results were normal. No adverse impact was reported regarding the patient or user.